Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the¿subject device had error 216 displayed and blacked out when bending angulation to the maximum. ¿the issue was found during a therapeutic procedure that was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation results. Updated fields: b5, d8, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the imaging unit causes e216 (scope communication error). Olympus will continue to monitor field performance for this device.